Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 16jul2018 to assess the instrument test well images in question, which appeared visually negative. The immucor laboratory had previously tested retention product on 12jul2018 which was performing as expected. (B)(4).

Event description:
On 16jul2018, a customer site reported an unexpectedly negative antibody identification when using capture-r ready-ID when used on a galileo echo instrument, when tested on (B)(6) 2018.